Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the closing trigger would not stay engaged. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. No functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.